Event description:
Procedure: laparoscopic incisional hernia repair. According to the reporter: the pt was discharged on (B) (6) 2010. The pt was then re-admitted on (B) (6) 2010, after developing severe abdominal pain and gagging. The pt had also been febrile and had an elevated white count. An exploratory laparotomy was performed, and a small perforation in the transverse colon was found at the site of one of the tacks used to secure the hernia mesh.

Manufacturer narrative:
(B) (4). (B) (4).